Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 435 mg/dl and 126 mg/dl. The customer stated that the insulin pump had a blank display. The customer was assisted with troubleshooting and the display did return. The customer stated that the contact on the battery cap and battery compartment was neither missing nor damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. However, device alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error, displacement test due to failed battery test alarm.